Event description:
The reporter stated the technician opened the tray of an aq2010v silicone three piece lens and noted the haptic was broken. There was no patient contact and no attempt to load the lens. The reporter stated the lens was received damaged.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).